Event description:
The patient was implanted with two trial leads of the same lot number. It was reported, the patient presented to the emergency room one day after implant with headache and low blood pressure symptoms. The patient was admitted to the hospital for two days then released after the trial leads were pulled. The physician reported the event was not related to the leads or stimulation. Follow-up revealed the headache has resolved.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.